Event description:
It was reported that the customer was hospitalized for low blood glucose. Troubleshooting was performed. The programming and the insulin concentration were correct. However, the bolus history shows 40u in one hour and customer does not remember anything on the day of the hospitalization.